Event description:
It was reported to the manufacturer by the end user: resident fell out of bed, unsure if he leaned over to far or what exactly. Was told he fell out, mattress came with him and he injured his back. Learned the mattress retainers were missing.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.